Event description:
It was reported that the device did not prevent inappropriate therapy. The device was temporarily deactivated but remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(6) 2012. Thirteen (13) ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2012. Five lfp high rate-ns less than or equal to 207 ms average v-cycle on (B)(6) 2012. Six - ventricular fibrillation less than or equal to 210 ms average v-cycle on (B)(6) 2012. Ventricular short interval count (v-sic) equal to 1232 counts, in 0.42 day, on (B)(6) 2012.